Event description:
The customer transported the cryocyte freezing container in liquid nitrogen to the floor. The container was found cracked under the port. The container was thawed in the over wrap and started to break along the seal. The physician decided not to transfuse the cells from the broken bag. The total stem cell dose transfused was 4.86x10^6 per kg. The pt successfully engrafted.